Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had low battery, power error detected on insulin pump. The customer also stated that they had replace battery now alarm without low battery. The customer's blood glucose was unknown. The product was returned for analysis.

Manufacturer narrative:
The insulin pump passed sleep current measurement, active current measurement, self test and displacement test. The insulin pump trace download analysis confirmed the pump alarmed battery power error due to a connector resistance issue. No unexpected low battery alarm and no battery power loss alarm noted. Insulin pump was received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.